Manufacturer narrative:
The reported event of helix damage was confirmed. The device was returned for analysis. Visual and x-ray examinations noted the helix was stretched and bent consistent with procedural damage. The cause of the reported event was due to the damaged helix consistent with procedural damage. No other anomalies were reported.

Event description:
It was reported that during the procedure the lead's helix was deformed. The lead was not used, and a new one was implanted. The patient status was stable.